Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-02596. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The angioguard's delivery and the stent placement were successful. A spasm occurred after the precise stent was placed. As the blood flow stopped, the physician suctioned the blood and the flow recovered normally. The medicine (nitroglycerin) was administered at a dose of 100ug for the spasm. There was no neurological symptom on the pt. Eventually, the procedure was completed successfully. The target lesion was right carotid artery. There was no vessel calcification. There were 70% of stenosis and mild tortuosity. The pt is a female.